Event description:
Epidural catheter broke while being removed from pt. Visual examination of catheter showed approx 6 cm of catheter missing. Wire insert appeared intact. Retained foreign body confirmed by x-ray and CT scan. Pt advised by physician. Treatment plan: no surgical intervention.